Event description:
The customer reported that the power supply for the (B)(4) display fell and almost hit a patient. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the power supply for the (B)(4) display fell and almost hit a patient. No patient harm was reported. The users reported that the bracket that holds the power supply had been broken. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.